Event description:
It was reported that the spinal cord stimulation (scs) patient underwent a procedure wherein the implantable pulse generator (ipg) was revised due to frequent implantable pulse generator (ipg) charging. The patient underwent an ipg revision procedure wherein their ipg was explanted and replaced. The ipg was discarded by the medical facility and will not be returned for analysis. Electrocautery was used. Postoperatively, the patient was stable.

Manufacturer narrative:
B3: approximated based on the date the manufacturer became aware of the event.